Event description:
Aspect representative was notified on (B) (6) 2010, via email by hospital personnel regarding a patient safety issue associated with bis monitoring use. According to a reporting rn, a patient was noted to have loss of skin integrity following shoulder surgery performed in the beach chair position. Bis monitoring , including application of a quatro bis sensor in the appropriate forehead location was used during the procedure which lasted approximately 3 1/2 hours. As part of routine care for stabilizing the pt in the beach chair position, a strap was placed across the pt's head, and was over the bis sensor. At the completion of surgery, the patient's forehead showed an alteration in skin integrity, described as a "burn", when the bis sensor was removed. In the immediate post-operative period, the surgeon prescribed hydrocortisone cream to treat the involved area of the skin. It is unknown whether the patient received the prescribed treatment. The patient was instructed to return for follow up care if the dermatitis had not resolved. According to the reporting rn, the patient has not returned for further treatment so the rn considers the dermatitis completely resolved. At this time, no further information is available.

Manufacturer narrative:
We conducted a review of the lot history records for those sensors which may have been used at the time of this incident. We concluded from this review that all sensors were properly qc inspected and tested in accordance with the approved procedures. Retain product was sampled by completing a visual inspection for contamination. Results indicate these samples passed our incoming inspection criteria for contamination. There were no manufacturing changes (such as a change in the gel or adhesive) that may have caused a patient reaction. Product label states "if skin rash or other unusual symptom develops, stop use and remove". The sensor device functioned as intended and does not appear to have malfunctioned. We consider the prescription of hydrocortisone cream was made with the intent to prevent permanent injury. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. At the time of this report, it is assumed the dermatitis had completely resolved. However, a topical cream was prescribed in order to prevent serious injury. Therefore, an MDR is required.